Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The tip of the obturator was broken. The distal end of the trocar was damaged. Functional testing was precluded due to the observed damage. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. . Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, the surgeon opened new sterile pack of versaport v2 5-12 mm. After that he found the sleeve was tear at the end of a sleeve. No patient involved.